Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. The customer¿s blood glucose level was 130 mg/dl. Customer also stated that they received the new battery cap but still insulin pump did not turn on. Customer was instructed to remove battery, wait for the insert battery alarm before inserting new aa battery. It was also advised to ensure that the battery was securely fastened and battery slot was aligned horizontally with insulin pump. Customer stated display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.